Manufacturer narrative:
The subject device was returned to omsc for evaluation. The exact cause could not be determined at present, because the subject device is under the investigation. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the doctor was not able to withdraw the subject device from the patient during an upper gastrointestinal endoscopy. Using a medicine and a lubricant to prevent bleeding, the doctor was eventually able to remove the subject device from the patient, but the patient had a nose bleeding. The doctor took an unspecified medical treatment for stopping the bleeding the doctor commented that the subject device stuck at a bone of the nose and it was difficult to be pulled out. There was no report of patient outcome with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the subject device by omsc confirmed following. There were damages on the insertion tube and the adhesive of the bending section. The rubber of the bending section was torn. The bending angle does not meet the specification. The outside diameter of the insertion tube satisfied the specification. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.